Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: when investigating the serfas device, the system triggers the coag performance the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be a communication error between the probe and the console or saline accessed the inside of the probe handle reaching the pcb which creates an internal short and which could contribute the device to stop working or continuous activation. Since the lot# could not be confirmed, the device manufacturer date is not known. (B)(4).

Event description:
It was reported that the serfas probe was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the serfas probe was continuously activating.